Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bintima-ii y 24gax0.75in prn/ec slm catheter defective/damaged "specific operational use: at 16:29 on (B)(6) 2025, the nurse-in-charge of the neonatal unit, in accordance with the treatment plan, performed a puncture with an indwelling needle in order to establish venous access for anti-inflammatory treatment for the child. During the puncture, the tip of the needle entered the vessel without difficulty, and blood return was visible on retraction. After confirming that the puncture was successful, the nurse was ready to secure the indwelling needle when she noticed an abnormality at the needle handle site. Adverse event situation: after successful puncture and during the operation of fixing the indwelling needle, the nurse found that the handle of the indwelling needle was dislodged from the connection with the syringe, which caused the indwelling needle to be unable to be used normally. Due to the suddenness of the dislodgement and the impossibility of restoring its integrity and functionality through on-site treatment, the nurse immediately stopped using the indwelling needle in order to avoid interfering with the treatment and triggering other risks. Impact on patient: this adverse event did not cause serious immediate harm to the child, and there was no puncture site infection, bleeding out, or vascular injury. However, as the indwelling needle was unusable, it was necessary to perform the puncture operation again, which increased the child's pain and discomfort to a certain extent, and also prolonged the time for establishing venous access, which had a slight impact on the timeliness of anti-inflammatory treatment. Treatment measures and results: the nurse immediately decided to remove the dislodged indwelling needle, and during the removal process, the movements were gentle to avoid additional damage to the child's blood vessels. After removing the needle, the nurse applied pressure to the puncture site to stop the bleeding. After confirming the success of the hemostasis, the nurse chose an appropriate puncture site and performed another puncture in strict accordance with the aseptic operation standard. The second puncture was successful, and the intravenous channel was successfully established, followed by the infusion of anti-inflammatory drugs for the child as planned, and the child's vital signs were stable, with no abnormal reactions related to the event."

Manufacturer narrative:
Correction: health effect - clinical code, health effect - impact code and medical device problem code updated. 1. The customer returned 2 photos, no defective sample. The photos show that the needle is separated from the paddle hub. 2. DHR/bhr review (lot#4296355): 1) the products of this batch were assembled at intima ii auto line 2 in nov 2024 and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of the complaint batch are taken for needle and paddle hub pull strength test, and the test results meet the product specifications. 4. The needle and the paddle hub are fixed by adhesive. After bonding, the equipment has 100% visual detection system to remove defective products. The vision detection system is challenged with standard samples every 12 hours and when changing gauge to ensure the accuracy of its detection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show that the needle is separated from the paddle hub. No abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.